Event description:
The lead was capped on (B)(6) 2011 due to high pacing thresholds of 3.5v@.5ms and a low shock impedance of 17 ohms. The procedure took place at (B)(6) . The physician was dr (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).